Manufacturer narrative:
Further information about the event has been requested. A supplemental emdr will be sent when the investigation is completed.

Event description:
It was reported that during placement of picco catheter the resistance was encountered, therefore the wire was withdrawn. During withdrawal, resistance was encountered along its course; the wire could neither be moved forward nor backward. The wire almost completely broke at the level of the pigtail, remaining connected to the tip of the pigtail only by a strand of wire approximately the thickness of a hair. Through an extended skin incision, it is possible to retrieve the tip of the seldinger wire, probably completely. Final patient outcome is unknown. Manufacturer reference # (B)(4).